Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record # (B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy, the console generated a fiber optic sensor failure alarm with no aline tracing. The central lumen on the balloon catheter is capped with no flush connected. The getinge representative advised that another aline can be obtained with the corred pressure cable. The registered nurse states that there is a radial aline and that he will utilize that for the iabp for blood pressure. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy, the console generated a fiber optic sensor failure alarm with no aline tracing. The central lumen on the balloon catheter is capped with no flush connected. The getinge representative advised that another aline can be obtained with the cored pressure cable. The registered nurse states that there is a radial aline and that he will utilize that for the iabp for blood pressure. There was no reported injury to the patient.